Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision of shoulder tep (=(B)(4)) surgeon intended to remove metaphysis. It was not possible to loosen screw that joins metaphysis and shaft. 2 screwdrivers were used. Not sure whether screw or screwdriver caused the issue. Surgeon had to change both shaft and metaphysis instead of metaphysis only. Surgery prolonged for about 30 - 45 min.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.